Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider, who stated that "the power cord caught fire, burned and melted." Evaluation of the device by devilbiss determined that the line cord's internal wiring and crimp were both intact. The damage to the prong and plug appears to be a result of a poor electrical connection between the prong and the outlet receptacle. Such a connection would generate increased electrical resistance, subsequently causing the prong to overheat. The instruction manual for this device includes warnings stating "improper use of the power cord and plugs can cause a burn, fire or other electric shock hazards. Do not use the unit if the power cord is damaged. Ensure the mains power cord is fully inserted into the concentrator connector (230 volt units) and the power cord plug is completely inserted into a fully functioning ac wall outlet. Failure to do so may cause an electrical safety hazard." There was no report or evidence of illness, serious injury or medical treatment associated with the complaint.